Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard ssk posterior stabilized bearing, catalog #: 185092, lot #: 486750, vanguard 360 tibial tray, catalog #: 185204, lot #: 043770, biomet splined knee stem, catalog #: 148308, lot #: 274180, biomet 360 offset adapter, catalog #: 185210, lot #: 887420, biomet 360 offset adapter, catalog #: 185211, lot #: 154890, biomet splined knee stem, catalog #: 148317, lot #: 857090. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address instability and loosening. Attempts have been made and no further information has been provided.